Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing discomfort on the pocket location as the ipg was located on the waistline. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.